Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received several inappropriate electric shocks. Technical services (ts) reviewed the stored episode, which appeared to be a supraventricular tachycardia (svt). Ts provided troubleshooting options including evaluating medications of this patient. No additional adverse patient effects were reported outside of the inappropriate shock the patient received. The device remains in service.